Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 226 mg/dl and sugar glucose levels were 68 mg/dl at the time of the incident. The customer reported having issues with the sensor. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will return for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.